Manufacturer narrative:
Medtronic received additional information that the valve was explanted due to endocarditis of the 33 mm valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 5 months post implant of this 33mm bioprosthetic valve, the valve was explanted and replaced with 31mm bioprosthetic valve of the same model.  The reason for the explant was not reported.  No additional adverse patient effects were reported.